Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer 10/14/2015. Date manufacturer received: 10/26/2015. Product evaluation: when received for analysis there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the outer assembly drawings: visually, the inner spiral wrap broke at the proximal side which would have resulted in the reported event. There was no indication of fragments and the break would have been contained by the outer assembly and the handpiece during use. When viewed under magnification, the locking area of the front hub was deformed. The deformation is consistent with excess torsional loads. The front hub also had dimples prior to the locking area and damage to the inner hub chevrons which is consistent with improper engagement with the handpiece / improper loading. The inner assembly remaining in the outer assembly would turn however there was resistance which was likely caused by the spiral wrap damage. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis.

Event description:
It was reported that the blade broke during normal use. There was no patient injury. No other details are known at this time.